Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was returned. The physical condition of the device has scratched liquid crystal display (lcd) lens, missing battery bumpers, loose latch lock handle and lifting "dso" seal. No evidence found in event history log. The complaint was confirmed that at least one of three delivery accuracy tests performed was outside of specification. The root cause was the explusor. It was unknown what caused the fault. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. It was recommended that the pumps expulsor be replaced in order to bring the delivery into more nominal of a range.

Event description:
It was reported the device had given 2-3 mls more than what was entered. Volume test was done five times and with excess volume present. Patient involvement is unknown.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.